Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a new loaner insulin pump because insulin pump had died. Customer¿s blood glucose was 367 mg/dl. Customer stated that the old insulin pump was not responding. The insulin pump will not be returned for analysis.